Manufacturer narrative:
Approximate age of device: 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for a gastrointestinal (gi) bleed on (B)(6) 2018. The patient was "scoped" with no source of bleeding found. The patient received a transfusion of packed red blood cells and was taken off of anticoagulants. Additional information regarding the patient, event, and product details was requested but has yet to be responded to.

Manufacturer narrative:
Correction: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a correlation between the device and the gi bleeding cannot be conclusively determined. On (B)(6) 2018, the patient was admitted for a gastrointestinal bleed. They were scoped; however, no source of bleeding was found. The patient received a packed red blood cell transfusion and was taken off of all anticoagulants. The patient's hemoglobin levels remained stable. Requests for additional information were sent to the customer. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provide information regarding anticoagulation therapies. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.